Manufacturer narrative:
The qc and calibrations were within acceptable limits without alarms. There was no indication of a performance issue for the reagent or the instrument. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-hbc immunoassay results from 1 patient sample on the cobas 8000 e 801 module. The initial result was an aliquot sample taken from the original tube. The result was negative (2.89 coi). The initial result was reported outside of the laboratory and the result was questioned when compared to the patient's clinical history and the customer repeated the sample tests. On (B)(6) 2020, the same patient sample test was repeated. The repeated results were: positive (0.00995 coi) (taken from the "mother tube") positive (0.00983 coi) (taken from the first sample aliquot) positive (0.00957 coi) (taken from the first sample aliquot) positive (0.00996 coi) (taken from the second sample aliquot) the positive results were believed to be correct. The anti-hbc reagent lot is 414940 and expiration date 30-jun-2020.